Manufacturer narrative:
The customer verified 24vdc from product system software module, the battery measures 16.3v, no load charge is 15+v. Philip's product support engineer advised the customer to replace the power management printed circuit board. The customer ordered the replacement part. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the device gives a continuous audible alarm and does not power up. There was no patient involvement reported. The event date was not specified; estimate used.